Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported system messages displayed during a case. The system was rebooted and the case was completed without incident. There was a minimal delay noted. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed a system message displayed. The company service representative was unable to duplicate the system messages reported. The fluidics infusion board was replaced and will be sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B)(4).